Event description:
Customer reports to have had problems with sensor not sticking in the past, therefore, is reporting running low on sensors. Customer's blood glucose at the time of incident was between 400 mg/dl and 500 mg/dl. Customer was advised that sensors could not be replaced due to incident not being reported at the time it happened. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.